Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16545387, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16545387, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 16480782, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the midline incision site. A subcutaneous edema was also surrounding the implantable pulse generator (ipg). Symptoms of clear drainage, minimal pain with pressure, redness, warmth, swelling, and inflammation were noted. The physician confirmed that the infection was not device related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.